Event description:
The manufacturer received information alleging the active exhalation verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The ventilator was evaluated by a field service engineer (fse), who confirmed issue on the device. The fse determined the proportional valve, and three-way valve had caused the active exhalation verification test to fail on the device. The fse replaced the device's proportional valve, and three-way valve to address the issue. After the parts were replaced on the device, the final test was performed and passed on the device. The fse found the device was operational.